Manufacturer narrative:
(B)(4). The product analysis found that there was no damage or anomalies in the construction of the device which would have resulted in the reported event. The probe was plugged into a nim system using 1.0ma stimulating current and 100uv threshold; when stimulating the system returned 1.02ma while signaling which is not consistent with the reported event. The device was tested several times on 2 channels with no functional issues detected. The entire assembly from end to end measured 0.3ohms which is within specification. There was no evidence of improper manufacturing and no malfunction found as it relates to the complaint.

Event description:
It was reported that "there was no reaction when the probe touched nerves." The doctor recognized this and used another probe and finished the case without impact to the patient. No additional medical intervention was needed.